Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that three undated photos of the ¿raised sack¿ were provided for review and confirm the reported. Based on the limited information provided no clinical factors were found which would have contributed to the reported events. While it was reported that the fluid was drained from the patient, it is unknown if the reported ¿particles¿ were removed from the patient. The regeneten bioinductive implant, bone anchors, and tendon anchors are implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. The root cause of the reported event could not be determined. Factors that could have contributed to the failure include surgical technique. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, approximately, a month and half after an arthroscopy where tendon anchors were used, a raised sack appeared on the intra lateral portal of the patient. Synovial fluid was draining out of the sack with some chunks. When the sack was decompressed and then abducted, particles could be seen. It is unknown how the injury was treated or the patient's outcome.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).